Manufacturer narrative:
Claim# (B)(4).

Manufacturer narrative:
B5 - reportedly, the surgeon prefers to do a pkr and not an icl implantation. Claim# (B)(4).

Manufacturer narrative:
H6 - investigation type 4110: lens work order search - no similar complaint event(s) within associated lots were found. Claim# (B)(4).

Event description:
The reporter indicated that a 13.2mm vticm5_13.2 -7.00/0.5/089 (sphere/cylinder/axis) implantable collamer lens tore during loading while removing from vial on (B)(6) 2024. No patient contact or patient injury. Cause of event was not reported.